Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that imaging system was rebooted previous day by site and was used the whole day. Field service engineer (fse) arrived the later day. Could not duplicate issue. Took several scans and logs . Medtronic checkout all passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the site tried to take 2d images but system was not taking the images. Rebooted the system which resolved the issue. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.